Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to claim no audio output patient experienced on (B)(6) 2015. No medical intervention or injuries were reported. Distributor reported testing of the alert functionality and alerts did not function.

Manufacturer narrative:
(B)(4).